Event description:
The account alleged the side rail is hanging down and will not latch. No pt impact.

Manufacturer narrative:
The technician found both e-rings missing in the long d-pin on the side rail. The technician replaced the side rail e-rings to resolve the issue.